Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Imagery was provided and a radial-longitudinal inflation balloon burst was observed. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The burst balloon was confirmed based on evaluation of returned imagery. Due to no product returned for evaluation, visual, functional, and dimensional inspections were unable to be performed. Therefore, no manufacturing non-conformance was able to be identified on complaint device. A review of DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As stated previously, an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, 'lvot calcification believed to be cause of balloon rupture'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent an implant of a 20mm sapien 3 valve within a pre-existing surgical valve in the aortic position by transfemoral approach. During valve deployment the delivery system balloon ruptured. Lvot calcification was the most likely cause of the balloon rupture. The valve was partially inflated but almost fully. The valve was post dilated with a 20 mm true balloon. No issues were noted while removing the delivery system through the sheath. The valve was working as expected and there was no harm to the patient.